Event description:
In (B)(6) 2009, an arthroscopic surgery to repair a rotator cuff tear was performed on a pt using an arthrocare magnum2 knotless implant. In the initial surgery the implant appeared to be secure in the bone prior to closing the incision. Approx (B)(6) months after surgery, it was discovered that one implant had come loose from the bone hole. The implant was removed in a second surgery on (B)(6) 2009. The surgeon stated that it appeared that the device's wings had not deployed. Postoperatively the pt is reportedly doing well.

Manufacturer narrative:
Customer was uncertain of lot number, and provided two numbers ((B)(4)). Lot (B)(4) was manufactured 06/2008 and expires 05/2011. Lot history records were reviewed for both device lots. No abnormalities were identified that would lead to the reported product problem in either lot. The implant was returned for eval. The suture remained locked into the bone anchor by the plug. Both cortical locking wings were missing from the implant. It can not be determined if the wings became separated from the body of the implant at the time of explantation or at some point prior to explantation. Based on info provided and condition of the implant, root cause for this incident can not be determined. (B)(4).